Event description:
Simon et al. Use of intracranial stenting to secure unstable liquid embolic casts in wide neck sidewall intracranial aneurysms was published in operative neurosurgery. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review: in this patient, after microcatheter removal, a small string protrusion or "tail" of onyx was present in the parent artery with cardiac-gated pulsations. In this case the onyx did not laminate or tack down to the endothelium, and unstable pulsatile string was thought to represent a long-term risk. Therefore, a 4.5 x 37, enterprise vascular reconstruction device (vrd) was placed across the neck of the aneurysm and over the onyx string, securing it against the wall of the parent vessel. Patient awoke without symptoms. Information received from the same article as MFR#s 2029214-2015-00325, 2029214-2015-00331, 2029214-2015-00332.

Manufacturer narrative:
Http://journals.lww.com/neurosurgery/fulltext/2011/08000/use_of_intracranial_stenting_to_secure_unstable.59.aspx. This report was created to capture complications described for patient one. The devices will not be returned for analysis as they were consumed in the event; therefore the event cause could not be determined. The lot history record review was not possible since the lot numbers were not reported. (B)(4).